Event description:
It was reported, the pt experienced a shocking sensation in her shoulder after the device was turned back on, following the pt being admitted to the hosp in (B) (6) for dehydration and a questionable infection. The device was off for 3 days. The pt was admitted to the cardiac monitoring area/telemetry floor for her pacemaker in the hosp. She stated she was told to keep stimulator off on admit and she kept it off for three days. She stated she didn't realize how much it was helping her pain (shoulder) until then. When she was told that she could turn it back on in the hosp, she stated "it nearly killed me". She said it was "spiking her pacemaker"; she felt "beyond weird", "felt shocking in her chest". It had been off since then. The pt was seen on (B) (6) 2010 at her pain physician's office along with the MFR's representatives for her pacemaker and stimulator. Her pacemaker was checked and everything was within normal limits. The pacemaker was monitored while the stimulator was turned on. The stimulator was reprogrammed and turned up to 0.2. The pt stated she felt the stimulation and it was like it used to be. No problems were noted with pacemaker. The device was turned on and off in the office to make sure she didn't have any issues. Everything looked good at that point and it was unclear why the shocking episode occurred. The pt noted she hadn't been programmed since 2005.

Manufacturer narrative:
(B) (4).